Manufacturer narrative:
No report of patient involvement. A ge healthcare biomed performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the internal oxygen tubing was disconnected from the output connector. The tubing was reattached.

Event description:
The hospital reported there was no oxygen delivery in aux o2 mode. There was no report of patient involvement.